Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately eight months after the implant procedure, the implantable cardiac monitor (icm) patient experienced erosion and the device was showing through the skin. The icm was explanted and replaced. No further patient complications have been reported as a result of this event.